Event description:
A surgeon reported a patient that was unhappy with their vision following an intraocular lens (iol) implant procedure due to a "very large angle kappa" causing the lens to be in the incorrect visual axis. In a follow up, the surgeon reported that the lens was causing the patient's inability to use the near portion of the lens because of poor alignment with visual axis. The patient describes hazy vision and the inability to use the near portion of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicates that this lens was used with a correct cartridge and a handpiece combination. The product history records could not be reviewed for these device lots because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This is an approved lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).